Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The low battery alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be a low battery. The battery was replaced and the device was returned in working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flo-gard pump presented the battery low alarm. No additional information is available.